Event description:
As reported: "description of events: the fibula ancillary drill bit broke in the patient's wrist during drilling while inserting a variax wrist plate. The entire tip was recovered, and an x-ray with magnification was performed to ensure that no pieces remained in the patient's bone."

Manufacturer narrative:
Correction: please refer to section d2a, d2b and g1 (manufacturing site for devices). The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned drill bit could be confirmed based on the catalog number and the lot number marked. The returned drill bit is broken in two parts, close to the tip. The detached fragment has not been returned. The surface of the breakage give evidence of a sudden brittle fracture, due to excessive bending and/or torsional load. Dimensional and material integrity inspections have confirmed that the has been manufactured according to specification. Based on investigation, the root cause was attributed to user related issue. The event was caused by excessive load applied to the instrument. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "description of events: the fibula ancillary drill bit broke in the patient's wrist during drilling while inserting a variax wrist plate. The entire tip was recovered, and an x-ray with magnification was performed to ensure that no pieces remained in the patient's bone."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.